Event description:
Reporter indicated that the patient's "mood is beginning to falter". Subsequent diagnostic testing revealed high lead impedance on both normal mode diagnostic and system diagnostic tests. The pt denies any history of falls, trauma, repetitive motions, or manipulation of the device that could have caused or contributed to the reported high lead impedance. The pt's vns generator was programmed off prior to leaving the office. The last good diagnostics noted for this pt was in 2007. The pt is scheduled to have a revision surgery.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.